Event description:
It was reported that during an ladg procedure, the device was used to anastomose the stomach. The device could not cut the tissue because the staple was overlapped. It was happened at the second firing. After the operation, the bleeding occurred and the patient needed a blood transfusion. Another devise was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info not available, device not returned for analysis.